Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
A foley catheter was installed in the pavilion on (B)(6)2022 in a patient undergoing cesarean section. On day 30, when trying to remove the catheter, the cuff could not be deflated, only 9 cc of serum came out (cuff inflated with 10 cc). Catheter can be removed this is the third incident with this batch on the same client.

Manufacturer narrative:
Qn#(B)(4). An actual sample was returned for investigation. Visual examination on the catheter showed that the shaft already cut at approximately 150mm from tip. There was also tape residue at the lower shaft. Other than that, no sign of kinking, clamp mark or collapse lumen observed throughout the shaft. The funnel of the catheter was inserted with water and observed the water flow out from the cut area which indicated no blockage or collapsed lumen in the inflation airline. The balloon area was cut to see the inflation eye condition. Based on observation, no foreign matter or blockage at the inflation eye area. Then, syringe attached with needle was used to insert the water through the cut area and observed the water flow out from the inflation eye which indicated no blockage or collapsed lumen at the inflation airline. In summary. Based on the investigation, there was no collapsed lumen or blockage observed through the inflation airline. The inflation eye also normal and no foreign matter which can block the deflation process. Since the catheter was already cut during received, no inflation and deflation process able to be conducted. Reviewing the manufacturing process, no potential cause could have contributed to the problem. All products were subjected for 100% inspection of leak test, inflation and deflation test. The defect related to functionality of the product will be culled out during inspection. Therefore, this complaint is not confirmed.

Event description:
A foley catheter was installed in the pavilion on (B)(6) 2022 in a patient undergoing cesarean section. On day 30, when trying to remove the catheter, the cuff could not be deflated, only 9 cc of serum came out (cuff inflated with 10 cc). Catheter can be removed this is the third incident with this batch on the same client.